Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited low right ventricular (rv) intrinsic amplitude measurements during an arrhythmia. Technical services (ts) noted there was no undersensing. This patient experienced an arrhythmia in which anti-tachycardia pacing (atp) and shocks were provided. The shocks were successful, and the rhythm kept reestablishing. Some of the rhythms fell below the programmed therapy zone. Additional information was received that this crt-d was explanted due to an unknown reason and returned to boston scientific and is expected to be analyzed. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited low right ventricular (rv) intrinsic amplitude measurements during an arrhythmia. Technical services (ts) noted there was no undersensing. This patient experienced an arrhythmia in which anti-tachycardia pacing (atp) and shocks were provided. The shocks were successful, and the rhythm kept reestablishing. Some of the rhythms fell below the programmed therapy zone. Additional information was received that this crt-d was explanted due to an unknown reason and returned to boston scientific and is expected to be analyzed. No additional adverse patient effects were reported.